Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was unknown. Reportedly, the low bg alarm occurred as intended to alert the customer of the low bg; however, the customer did not hear the alarm. The customer¿s wife heard the alarm and found the customer to be unconscious. Customer's wife called the paramedics, and the customer was given medication to address the low bg; type of treatment received could not be confirmed. Further information regarding the customer or event was not provided.